Event description:
The customer reported inaccurately high blood glucose readings with test strips, lot 16207a. She stated that her readings with test strips were consistently 40, 50 and 60 mg/dl higher than her usual readings with a first test strip. The customer stated that her usual readings with the first are between 120-140 mg/dl. With the first strips her readings have been as high as 218, 179,, 163, and 219 mg/dl. Comparison blood glucose tests were performed at a routine dr visit. The customer could not remember any specific results. However, she said that the reading with the first strip on her meter was 45 mg/dl higher than the result obtained with her dr's meter and test strips. She does not know what type of meter the dr used but she remembers that it was not a strip from the second test strip meter and her meter was 10 mg/dl different than the result with the dr's meter and 10 mg/dl different than her hemoglobin a1-c result. She cannot remember whether the second strips result was higher or lower. The code was set correctly for all tests. The customer performed a normal control solution test and the result was out of range on the high end. The control solution was opened on 1/1/97, and was shaken before the sample was applied. The result of a check strip test was within range (specific result unknown). The first bottle from the box is opened and contains a desiccant. The second bottle is unopened. The customer did not wish to perform any tests with the representative.